Event description:
The customer reported an excessive weight removal error issue. Facility's nurse educator was able to retrieve the event history on the machine. He was not the nurse taking care of the pt at the time of this incident, as the mgmt of the prisma machine is the responsibility of the intensive care dept. A review of the event screen showed that several dialysate weight incorrect alarms occurred. Upon further investigation, it was revealed that the intensive care nurse taking care of this pt pressed the override button numerous times resulting in 499ml of excessive fluid being removed from this pt in a two-hour period.